Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 3, 19, 37, 53, or 42 noted. Unit successfully downloads to thump. The pump downloaded history confirmed the pump alarmed pump error 19 ((B)(6)) on (B)(6) 2024 10:19:25.000, pump error 3 ((B)(6) ) on (B)(6) 2024 12:59:11.000, and pump error 53 alarms ((B)(6)) on (B)(6) 2024 10:19:25.000 due to moisture damage to the pcb1 board as per global logic analysis. The pump downloaded history confirmed the pump alarmed pump error 37 on (B)(6) 2024 12:59:11.000 and pump error 42 on (B)(6) 2024 12:59:11.000 due to corroded motor home switch. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed the pump alarmed pump error 3, pump error 19, and pump error 53 due to moisture damage to the pcb1 board. Confirmed the pump alarmed pump error 37 and pump error 42 due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37, pump error 42, pump error 19, pump error 53, pump error 3. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported receiving a pump error during load reservoir process. Customer was able to clear the error. Customer was able to clear the alarm and complete rewind. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 3, 19, 37, 53, or 42 noted. Unit successfully downloads to thump. The pump downloaded history confirmed the pump alarmed pump error 19 (line number 981 file number 114) on (B)(6) 2024 10:19:25.000, pump error 3 (line number 1541 file number 2022) on (B)(6) 2024 12:59:11.000, and pump error 53 alarms (line number 458 file number 32107) on (B)(6) 2024 10:19:25.000 due to moisture damage to the pcb1 board as per global logic analysis. The pump downloaded history confirmed the pump alarmed pump error 37 on (B)(6) 2024 12:59:11.000 and pump error 42 on (B)(6) 2024 12:59:11.000 due to corroded motor home switch. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: cracked keypad overlay, corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed the pump alarmed pump error 3, pump error 19, and pump error 53 due to moisture damage to the pcb1 board. Confirmed the pump alarmed pump error 37 and pump error 42 due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.